Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:28:13. During night drain cycle three, the patient's ultrafiltration reading was 1332ml, indicating the home patient (hp) drained 1032ml more than their maximum programmed fill volume of 1500ml. No additional information is available.